Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the very long diffused, moderately tortuous and severely calcified mid to distal right coronary artery (rca). A 3.00x32mm promus element ¿ drug eluting stent (des) was deployed to treat the lesion. After dilation, a distal edge dissection was noticed. A 2.5x38mm promus element ¿ des was then deployed to cover the dissection and the procedure was completed. No further patient complications were reported and the patient's status was stable.